Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having difficulty charging their implanted neurostimulator and the issue began sometime in march. Patient stated they were able to charge their controller with the ac power supply plugged into the wall outlet and the green light was flashing, but when they attempted to recharge their implant the controller would not recognize the recharger was plugged in and patient would get "every screen in the world" when attempting to recharge the ins. Agent walked patient through removing the battery pack and plugging controller into the ac power supply; patient confirmed controller powered on. Patient re-inserted the battery pack and confirmed controller was 20% with green light flashing and implant was 30%. Patient confirmed no visible damage to recharger cord or pins. Patient then connected recharger and got no device found and controller battery low screen (86); patient attempted passive recharge and screen displayed 30 31 31 and could not progress. Patient called back and reported they cannot charge their implant. Agent instructed the patient to charge their implant. Patient confirmed they were able to start passive recharge mode 31-32-33. Agent instructed patient to try to reposition the paddle and the patient reported passive recharge increased to 30-71-71. Patient stated they are impatient with their equipment and they go for long periods without charging their implant. Patient confirmed the last time they charged their implant was several weeks ago. Patient had to halt passive recharge mode to go to the bathroom. When patient returned their controller was depleted. Patient commented that when the recharger was replaced the issue improved slightly, but also commented they have never been able to get the implant to charge right away. Agent informed patient that if the issue persists they need to follow up with their hcp. Patient mentioned previous replacements during the call. Patient noted it has been hard to charge for a long time. Pt states he thought by getting a replacement controller he could feel the stimulation. Pt states he has increased the settings to 5v and still does not feel the stimulation.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97755-s (serial: (B)(6)); product type: 0213-recharger; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.